Event description:
The customer reported that the activation button became stuck and the device deactivated. There was no pt injury reported. A new device of the same type was opened and used to complete the procedure. No add'l info was made available from the site contact.

Manufacturer narrative:
Covidien ref # (B)(4). One used lf4318 was received for eval. The returned sample did not meet specs as received by covidien. Visual inspection found no defects. The customer reported that the purple activation button is sticking. The reported condition was confirmed. The investigation found the button stuck in the on position. There is low risk to pt caused by the stuck button condition of the lf4318 tissue fusion open instrument. The device will either be non-functional or complete the seal cycle on the cycle the button becomes stuck and then became non-functional. There have been no pt injuries reported for this issue.